Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Logfile review can confirm that the card was only used for three treatments. There should still be forty seven treatments on the card. However, all treatments (the reported 3 treatments) with the reported card were finished successfully without interruption to 100%. After the treatment, an information message appears. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a card failed and went faulty during a refractive treatment. It was determined there were two pulses left of treatment. The patient was happy with the vision the day after surgery. Additional information has been requested.